Event description:
It was reported that pump displayed message indicating pump could not charge. There was no reported impact to the customer¿s blood glucose level. Customer declined additional follow up with support and no further corrective actions were documented.